Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On august 21, 2024, it was reported that prior to an angioplasty procedure, the product allegedly had a discrepancy in invoice. It was further reported that seven units of ultraverse 035 pta catheter product was received of which, six units from batch cmjq0320 and one unit from batch cmht0320, but the invoice only shows seven units from batch cmjq0320. Reportedly, the anvisa label of the product with batch cmht0320 shows batch cmjq0320. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. D4 (medical device lot #, medical device expiration date, unique identifier (UDI) #), g3. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent for a angioplasty procedure using ultraverse 035. Prior to an angioplasty procedure, the product allegedly had a discrepancy in invoice. It was further reported that seven units of ultraverse 035 pta catheter product was received of which, six units from batch cmjq0320 and one unit from batch cmht0320, but the invoice only shows seven units from batch cmjq0320. Reportedly, the anvisa label of the product with batch cmht0320 shows batch cmjq0320. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the physical sample was not returned for evaluation, one photo was provided for review. The provided photo shows the actual product labeling applied at the manufacturing facility containing all correct product information for the given product lot number. The provided photo also shows the nationalization labeling that is applied at the bd brazil distribution center prior to release in brazil. This label contains a different lot number and product code than the correct product labeling. Therefore, the investigation is confirmed for the reported labeling problem as the national label applied by the bd brazil distribution center contained incorrect product information. No issues were noted to the labeling applied at the manufacturing facility. The root cause was determined to be a failure in the nationalization labeling process at the bd brazil distribution center, and no failure was identified with the device labeling applied at the manufacturing location. Labeling review: the ultraverse 035 label document (baw1393000 rev. 2) was reviewed. The provided photo shows the actual product labeling applied at the manufacturing facility contains all correct product information per this document for lot cmht0320 and product code u3513052. The provided photo also shows the nationalization labeling that is applied at the bd brazil distribution center prior to release in brazil. This label contains a different lot number cmjq0320 than the correct product labeling, and additionally the incorrect product code of u35130515. This nationalization label is added to provide product information in the national language. The product information included on this label was incorrect and does not match the actual provided product information on the manufacturing product label. D4 (medical device catalog #, unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent an angioplasty procedure using ultraverse 035. Prior to the procedure, the product allegedly had a discrepancy in invoice. It was further reported that seven units of ultraverse 035 pta catheter product was received of which, six units from batch cmjq0320 and one unit from batch cmht0320, but the invoice only shows seven units from batch cmjq0320. Reportedly, the anvisa label of the product with batch cmht0320 shows batch cmjq0320. There was no patient contact.